Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a myocardial ablation at the heart to treat paroxysmal supraventricular tachycardia, the physician noticed that the flow of saline solution from intellanav mifi open-irrigated ablation catheter irrigation hole was unusual. This was noticed when the catheter was taken out for the mapping. The shaft of the catheter was distorted and it couldn't be straightened. The issue was resolved by replacing the catheter, the procedure was successfully completed with no patient complications. Device is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the device had no defects. After functional test it was concluded that the steering knob and the tension control knob functioned properly on both lock and unlock positions. Unit passed leakage test. Flow test was performed and an occlusion error message appeared on the metriq pump screen and no irrigation was obtained. Per dissection distal tip of the device was destructively analyzed to find the source of the occlusion. A foreign matter was observed in the irrigation hole at the proximal chamber side.

Event description:
It was reported that during a myocardial ablation at the heart to treat paroxysmal supraventricular tachycardia, the physician noticed that the flow of saline solution from intellanav mifi open-irrigated ablation catheter irrigation hole was unusual. This was noticed when the catheter was taken out for the mapping. The shaft of the catheter was distorted and it couldn't be straightened. The issue was resolved by replacing the catheter, the procedure was successfully completed with no patient complications. Device has been returned.